Event description:
Information received regarding the explanted device notes that the patient had a left subclavian thrombosis. The atrial lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received